Event description:
According to the reporter, during a laparoscopic choledochal cyst excision, while being applied to the descending colon, the device was able to fire initially but did not finished the firing cycle, after firing up to 30mm, the black knob did not advance and thus the rest of the 30mm of staplers could not be fired. Both the handle and reload were replaced and a new product from another manufacturer was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted each loading unit was pre-fired and engaged in interlock. The jaws were open. It was reported that the device was able to fire initially but did not finished the firing cycle. The most likely cause could not be established from the information available. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.